Event description:
On (B)(6) 2019, additional pump stoppage and low speed events occurred while the patient was tethered on a grounded patient cable.

Manufacturer narrative:
Corrected data. Section b5: additional information. Manufacturer's investigation conclusion: during the investigation process, a incidental reportable findings of cosmetic damage to the gray and black shrink tubing of the driveline replacement site as well as cosmetic damage to the outer silicone sleeve were observed during the evaluation of the returned driveline. The evaluation of the returned portion of the driveline confirmed wire damage that would have contributed to the reported driveline fault events recorded in the submitted system controller log file data. The submitted log file data showed continuous yellow wrench/driveline fault events from 20mar2019 ¿ 02apr2019; however, the pump speed remained above the low speed limit without issue and the vad appeared to be operating normally with stable parameters during this time frame. A distal end driveline replacement was performed on (B)(6) 2019 under work order (B)(6) and approximately 20 inches of the external portion of the driveline was returned for evaluation. A clamshell was present and extensive tape was covering the exterior of the driveline. Electrical continuity testing of the driveline segment in its returned condition revealed that the green wire was open circuit. However, an intermittent electrical connection could be made when the driveline was manipulated at approximately 8 inches from the metal connector. Electrical continuity testing of the other five wires revealed no discontinuities or shorts, even with manipulation of the driveline segment. Removal of the extensive tape repairs revealed severe cosmetic damage to the outer silicone sleeve and prior driveline replacement site. However, no damage was noted to the underlying clear bionate layer. Significant breakdown of the metal braided shield was observed on both sides of the prior driveline replacement site, which appeared consistent with multiple years of use. The wire connections at the prior driveline replacement site appeared unremarkable with no evidence of damage. Microscopic inspection and hipot testing of the underlying wires revealed no areas of compromised wire insulation exposing the inner metal conductors along the length of the driveline. However, the inner metal conductors of the green wire were observed to be completely fractured inside the intact insulation at approximately 8.5 inches from the metal connector. The observed damage to the green wire appeared to be the result of fatigue failure due to repetitive flexing of the driveline adjacent to the distal end of the prior driveline replacement site. The fractured conductors of the green wire would have resulted in the persistent driveline fault events recorded in the submitted log file data prior to the distal end driveline replacement. Review of the submitted log file data revealed that despite the captured driveline fault events, the pump speed remained above the low speed limit without issue prior to the driveline replacement. However, while the driveline fault events resolved following the driveline replacement on (B)(6) 2019, low speed/pump stoppage events were subsequently captured on (B)(6) 2019 while the system was connected to the power module, suggesting a potential existing wire compromise on the portion of the driveline still in use by the patient at that time. The patient ultimately underwent a pump exchange due to a suspected internal driveline wire compromise on (B)(6) 2019 (reference MFR number- 2916596-2019-02460). The pump was reportedly discarded following the pump exchange; therefore, the suspected existing driveline wire damage could not be confirmed and a specific cause for the interruptions in pump function could not be conclusively determined. Heartmate ii lvas IFU, section 6 "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. Heartmate ii lvas patient handbook, section 4 "living with the heartmate ii" contains a section titled "caring for the driveline". Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage as well as how to respond to such events. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Heartmate ii lvas IFU, patient instructions replaced hmii lvad percutaneous lead, provides care instructions and important precautions regarding replaced percutaneous leads. This document cautions the user: "do not kink or bend the percutaneous lead. Check your lead often to make sure it is free of kinks or sharp bends. A kink or sharp bend in the percutaneous lead may damage the wires inside." And "allow for a gentle curve for your percutaneous ead. Do not severely bend your percutaneous lead multiple times or wrap it tightly." This IFU states to check your entire percutaneous lead (including the spliced area) for signs of damage (cuts, holes, tears). If you discover damage to your lead, report it immediately to your hospital contact person. Pay specific attention to the ¿end¿ areas of the splice where the grey tube meets the white tube (both ends). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device was returned for investigation. The evaluation is not yet complete. Approximate age of device: 7 years and 3 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient experienced a driveline fault alarm on both the patient controller and system monitor. On (B)(6) 2019 a driveline repair was performed approximately 3 inches from the exit site. Driveline fault alarms did not return after completion of the driveline repair while the patient was tethered on an unshielded patient cable. No further information was provided.